Event description:
Groshong catheter (8 fr x 10.7") implanted in right chest for long term antibiotic therapy. 1/20/94 IV broke off under incision site. Patient states she was "playing with catheter". Patient is alert, but disoridented at time. 1/20/94 patient taken to surgery for removal of remainder of groshong catheter.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.